Event description:
This device was explanted and replaced due to sudden eos. No adverse patient events were reported. Should additional information become available, this file will be updated

Manufacturer narrative:
Upon receipt the device was interrogated, confirming the eos battery status. The ICD was implanted for 22 days and two charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed a regular vf detection on (B)(6) 2020, due to intrinsic heart signals. The data further showed a magnet application during this episode at the time the eos status was activated by the ICD. Based on the analysis of the memory content it is likely that the applied magnet had an unfavorable position. Please note, an unfavorable orientation in combination with a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during an ongoing charging, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This anomaly does not represent a device malfunction. In a next step, the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status bos. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a device malfunction.